Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting procedure, a thrombus occurred. The 100% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.6mm and the lesion length was 30mm. There was no attempt to direct stent. A 3.00x32mm liberte stent was implanted. A non-bsc balloon catheter was also used. An additional procedure was performed of rescue-thrombus due to thrombus. Residual stenosis was 5%. The stenting procedure was a technical success. The patient was discharged three days after the index procedure without angina or silent ischemia. The patient was discharged with the following medications: asa 100mg per day for 12 months, clopidogrel 75 mg/day for 12 months and heparin.